Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Nineteen devices were received for evaluation; 19 events were confirmed during testing. Eight devices were found to be affected by damage to an internal component. Ten devices were found to be affected by corrosion. One device was affected by motor assembly corrosion and damage to an internal component. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 19 </noe> malfunction events in which the device had unintended activation. There was no patient involvement; no patient impact.